Event description:
It was reported that the device was used during a cardiac cancer procedure. It was reported that the staples were malformed. The case was completed with sutures. There was no consequence to the pt.